Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the current total daily basal deliveries were correct and the bolus deliveries were corrected reflected in the daily insulin delivery totals. The iob was set for 4 hours. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and were accurately recorded in the pump history. An ezbg bolus was performed and the pump displayed an accurate 19.99 units in the iob and the ezbg bolus was accurately recorded in the pump history. Testing was unable to verify or duplicate the alleged unrecorded boluses. Unrelated to the complaint, the bolus button cover was found to be missing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device

Event description:
The patient's mother called animas on (B)(6), reporting that the patient programmed and delivered at least one bolus a day that is not showing up in the bolus history. She says the patient checks his blood glucose results an hour before dinner and watches the patient give an ezbg correction dose but the result does not show up in the pump history. The patient's mother says the patient saw an hcp on (B)(6) when the hcp downloaded the pump and the blood glucose readings did not show up on the report. The insulin on board reading (iob) was not appearing. The reporter says the patient has been in the 200 mg/dl range lately and that his target is 120 mg/dl. The patient's blood glucose in the morning was 88 mg/dl, 164 mg/dl at lunch, and 478 mg/dl a few minutes before calling animas because the patient did not bolus for a snack he ate before dinner. The patient's mother states the patient feels fine and denied symptoms and gave a correction bolus dose of 23.2 units. During troubleshooting the patient's mother was asked to program a bolus dose of 1.65 units in the air. When going back into the ezbg screen the iob amount appeared on the screen. Therefore the iob feature was found to be functioning properly. The patient's mother reviewed the bolus history and the last bolus recorded was on (B)(6). This complaint is being reported because the reporter alleged that the pump's history did not record bolus doses. The patient's blood glucose elevation was reportedly due to not bolusing after a snack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .